Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with a depleted battery. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter personnel discovered this event interrupted delivery three times on the event date. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a depleted battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced at the facility, by a baxter service technician, to correct this condition. A service history review was performed revealing the reported condition is not related to any previous service request for this pump. Should additional information be received, a follow-up medwatch will be submitted.